Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion was located in the non-tortuous left anterior descending artery (lad). While the physician was advancing the 4.00x20mm veriflex stent delivery system (sds) through the non bsc touhy, the sds became caught on the hub of the touhy. The physician tried to force the sds through the touhy and the stent dislodged from the balloon. The stent stayed inside of the touhy and never entered the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery device was received for analysis with the stent detached from the balloon and trapped inside the toughy. An examination of the delivery device found that the hypotube was kinked at various locations along its length. An examination of the balloon found a clear impression of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressures. Using a product mandrel the stent was pushed through the toughy and a detailed microscopic examination of the stent found that one end of the stent was slightly compressed. No other issues were found with the stent. No issues were noted with the toughy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion was located in the non-tortuous left anterior descending artery (lad). While the physician was advancing the 4.00x20mm veriflex stent delivery system (sds) through the non bsc touhy, the sds became caught on the hub of the touhy. The physician tried to force the sds through the touhy and the stent dislodged from the balloon. The stent stayed inside of the touhy and never entered the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".